Manufacturer narrative:
(B)(4). The device was returned for evaluation. This is an ancillary service event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. An internal/external visual inspection was performed and revealed a worn compressor. The device failed rite (returned instrument test evaluation) functional testing due to drain 1 out of volume range; however the device passed the manual volumetric accuracy test and was determined to be the result of the timeout issue. The cause of the timeout issue was determined to be due to a worn compressor. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. The cause of the reported issue was due to the worn compressor. The device was sent for servicing. This issue is no longer considered to be reportable since the volumetric accuracy issue could not be duplicated manually. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.